Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tsb35 instrument reload jammed and surgeon could not fire the instrument. There was no consequence to the pt.